Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4)

Event description:
It was reported that during a myosure procedure for uterine tissue removal procedure, the fluid deficit started to rise. The physician aborted the procedure and performed a laparoscopy. The physician visualized blood dripping lightly from a perforation site in the uterus. Cauterization was performed and pt was discharged home.